Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis and there is no additional information available. When further information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that the pt who was implanted with this cardiac resynchronization therapy defibrillator (crt-d) has died. The cause of death currently is unk, however, the physician indicated when the device was interrogated, an error message was displaying about therapy not being delivered. Implant - unk; explant - unk.